Event description:
It was reported that the lead exhibited high thresholds, and was subsequently repositioned. Following the repositioning, the threshold and impedances measurements were acceptable. The next day, the lead exhibited high impedance and thresholds. The lead was repositioned once more, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.